Event description:
Customer called to report observing fluid on the counter underneath the wash tower area of the coulter prepplus2. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that a fitting was added to the wash station elbow to give the waste line more length. That fitting loosened from the tubing, which resulted in a leak. The fse removed the tubing and the fittings. The fse then installed new waste tubing, then reinstalled the fitting near the waste bottle. It is unknown who installed the fitting to extend the waste line. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event. The root cause of the leak is attributed to a loose fitting at the wash station.

Manufacturer narrative:
(B)(4).